Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that a prestige 9900 power toothbrush caught fire while charging. A minor injury and property damage was reported.